Event description:
I have a phillips CPAP machine that I registered in (B)(6) of 2021 and when I check on it they tell me the same thing that they are in contact with my dme to get my settings to put into the new machine. I know that there is a chip in my old one that I have to change to put my settings into the new machine. It has been 1 year that I registered my unit register number (B)(4). I have not been able to use my unit because of fine particles in my mask when I try to use it. I have a friend that registered his in (B)(6) of 2021 and he received his new one in (B)(6) of 2022. I think I have been lied to by phillips customer assistance. I am reporting them because of what I believe is false information FDA safety report ID# (B)(4).